Event description:
The pressure tubing is kind of brittle, it breaks easily. It happen during use. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) complete double dpt kit. Clear fluid was visible inside entire kit. Kit appeared used. Pressure tubing was found completely broken from solvent bond joint with female connector that was attached to pa dpt zero-stopcock. Tubing was bent near the point of damage. Cross surfaces of broken tubing appeared uneven and rough. Damage occurred on patient side of the kit. (B) (4). A device history record review was completed and documented that the device met all specifications upon distribution.